Event description:
The pt received his scs system on (B)(6) 2006. It was reported that the pt is experiencing longer than normal charge time, and is requiring frequent recharges. Normal recharge frequency was about once a week. The pt is now having to recharge every two days and the battery only reaches half capacity even after 8 hours of recharging. He is able to connect to the ipg, but the time to do so is increasing and becoming difficult. The pt was sent a new charger to help resolve the issue, but was unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.